Manufacturer narrative:
Qn(B)(4). The customer returned one cartridge 544230 hemolok ml clips 6/cart 84/box for investigation. The cartridge was returned with 3 clip halves remaining. The cartridge and clips were visually examined with and without magnification. Visual examination revealed that there were two hook halves and one pierced boss half returned. The clip halves were all broken in half at the hinge. The sample appeared used as there was biological material on the clips. There were also multiple scrape marks observed on the cartridge. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the clips and cartridge is consistent with improper loading of the clip. It is possible that the end user was using misaligned or damaged appliers, however this could not be confirmed since the appliers were not returned. Dimensional inspection was not required as a part of this complaint investigation. Functional inspection could not be performed due to the condition of the returned sample. Additional testing was not required as a part of this complaint investigation. (B)(4) jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clips and cartridge indicate that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - hinge" was confirmed based upon the sample received. The cartridge was returned with 3 clip halves that were all broken in half at the hinge. There were multiple scrape marks observed on the returned cartridge. R & d was consulted for this complaint and it was determined that the observed damage is consistent with improper loading of the clips. It is possible that the end user was using misaligned or damaged appliers. It is unknown how the returned clip was handled during use. The appliers used at the time of malfunction were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event. Teleflex will continue to monitor and trend on this issue.

Event description:
Whilst the clips were going to be applied on the patient for a laparoscopic cholecystectomy, 2 cartridges of clips broke. The cartri dges broke in 2. There was no clinical consequence for the patient. Another cartridge was used. Clarification: it's the clips that broke in 2. Not the cartridges.

Manufacturer narrative:
Qn#: (B)(4). The device history review for the product hemolok ml clips 6/cart 84/box lot# 73h2000219 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
Whilst the clips were going to be applied on the patient for a laparoscopic cholecystectomy, 2 cartridges of clips broke. The cartridges broke in 2. There was no clinical consequence for the patient. Another cartridge was used. Clarification: it's the clips that broke in 2. Not the cartridges.